Manufacturer narrative:
Device has not been received. A supplemental report will be sent if device is received.

Event description:
According to the reporter, during an open distal pancreatectomy, the device was inserted across the pancreas in an open articulation and fired. During closure, an abnormal crack sound was heard. The indicators remained green. The surgeon fired the device. The device moved barely a millimeter and stopped. The device could not be fired any further. The device deployed no staples. The device opened fine and was removed in an articulated position with no tissue damaged. The broken piece was removed from the patient. The sales representative attached a new reload to the device and the case was completed with no further complications. There was no: unanticipated tissue loss, tissue damage, excessive blood loss, and no extension in surgical time resulting in any harm to the patient.

Manufacturer narrative:
(B)(4). Post market vigilance conducted an evaluation concurrently with engineering of one reload opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device performed concurrently with engineering. Visual inspection of the cartridge noted that the reload was pre-fired. The knife bar was herniated from the side of the reload with the jaws unclamped. The reload was dissembled by engineering and h limiters were present within the device. There were no missing components that could have potentially disengaged into the patient. Functional testing could not be performed due to damage to the device. A review of the device history record indicates this device lot number was released meeting all quality specifications. Replication of this condition may occur if the device is articulated beyond the design intent, or by manually exercising the articulation feature before use causing the blowout plate to fail during firing. No corrective action will be generated. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.